Event description:
Incident 2 of 3: a charge nurse at the reporting facility reported three incidents of scalpel injuries while using microintroducer kits. In thesecond incident, it was reported that during a procedure, after the scalpel had been contaminated with the patient's blood, a nurse was cut/injured with the scalpel. It was reported that the users were experiencing issues where the blade tip does not fully retract into the scalpel sheath when the retraction mechanism was engaged. Follow up aems, bloodwork for the nurse and patient had to be done and reviewed by occupational health and safety. There was no report of the nurse experiencing any adverse effects, harm, or require medical intervention as a result of this incident.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4). For each of the three events, reference reports: event 1: (B)(4) 1319211-2022-00006. Event 2: (B)(4). Event 3: (B)(4) 1319211-2022-00008.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of user injury due to safety scalpel cannot be confirmed since no complaint sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A notification of event (B)(4) was sent to microintroducer kit manufacturer galt medical as notification/awareness of the scalpel malfunction (safety feature) that resulted in end user injury. There was no reported lot number and no reported upn, only product description of microintroducer set containing scalpel. A ship history report (shr) for this customer was generated for the past 12 months and determine they only received one microintroducer upn, h965459161. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). For each of the three events, reference reports: event 1: (B)(4), 1319211-2022-00006; event 2: (B)(4), 1319211-2022-00007; event 3: (B)(4), 1319211-2022-00008.